Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level of 500 mg/dl. Customer stated that the insulin pump was not working. Customer was treated with back up plan. Customer stated that they put a battery in the pump got the number six and then battery out limit. Customer stated that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.